Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicates the customer reported instances of under delivery. The customer stated her blood glucose was inconsistent. The customer reported the insulin on the screen verses in the reservoir did not match. The customer stated the issue was not happening at the time of the call. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.